Event description:
It is reported that the pt has been experiencing joint pain in the right hip for a few months. The pain is not intense but has increased in frequency. The pt scheduled an appointment for an examination with his surgeon. The pt later received a recall notification letter. The pt had an MRI and blood test which showed fluid around the hip joint and elevated metal levels. The pt is scheduled for revision surgery on (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.